Event description:
It was reported that the insulin pump alarmed motor error a few weeks prior to the call. The customer did not recall the blood glucose reading since this was a past event. The customer stated that the motor error may have occurred during a bolus and while the insulin pump was in his pocket; however, he stated that he was unsure. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.